Event description:
It was reported that the patient presented to the hospital for a scheduled generator exchange procedure. During the procedure, the right atrial (ra) and left ventricular (lv) leads were visually observed to have insulation breaches. The leads were repaired and remain in use. The patient was reported to be in stable condition.